Event description:
Olympus received a medwatch uf/importer report #2302300000-2012-8030 that stated the following: "during a transurethral resection of a bladder tumor, the ball was not cauterizing. The ball was not insulated on one side."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. Per the user facility, during a cystoscopy, the user was not able to cauterize the treatment area. The procedure was completed with a different but similar loop. There was no patient injury. The brand/model of the endoscopic and the electrosurgical unit (esu) that were used during the procedure were unknown. The facility did not provide information on whether the endoscope or the esu were evaluated by biomed or third party after the procedure. The electrode was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.